Manufacturer narrative:
Corrections: corrected manufacturer narrative. Investigation conclusion: a review of complaint history did not identify any adverse trends. A review of the DHR found that the lot met all release criteria. Tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 10 minute result read time. Root cause: could not duplicate with retains. Source: phone.

Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.

Event description:
Reported false positive sars result for 1 symptomatic consumer. The consumer communicated the result was confirmed negative by molecular (pcr testing) and other rapid antigen testing. 6 additional consumer events were also communicated which are captured on separate reports.